Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead experienced inappropriate shocks due to noise. A revision procedure was scheduled. During the procedure, when the lead was removed from the device header, measurements could not be obtained from the lead through a pacing system analyzer (psa). A fracture was observed close to the terminal pin. The lead was replaced with a new rv lead, and all measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
This lead has been returned to boston scientific and is being analyzed. When analysis is complete, this report will be updated.